Event description:
Discordant advia 1800 high sodium (na) results were obtained for 15 patients and reported to the physicians. The same samples were rerun on the same instrument after recalibration and corrected reports were sent to the physicians. There are no known reports of adverse health consequences or patient intervention due to the discordant sodium results.

Manufacturer narrative:
The customer reported that quality control (qc) was within specifications at the beginning of the shift. A subsequent run of qc was high out of range. The customer recalibrated the ise module. The qc after recalibration was in the expected ranges. The samples, run between the two qcs, were rerun and corrected reports sent to the physicians. According to the customer the instrument is performing within specifications. No further evaluation of the device is required.